Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, a venogram showed the left subclavian vein had a long segment that was occluded with collateral circulation around it. It was decided to implant the left ventricular (lv) lead on the right side. The lv lead was attempted to be placed, however, it was noted to have dislodged multiple times after slitting. A large loop appeared outside the coronary sinus after slitting the sheath, when the physician tried to remove the loop the lead would dislodge. A small amount of tissue was noted at the top of the helix. A second lead was attempted with the same results. The physician felt the torque formed from sheath removal caused the loop and further manipulation of the lead possibly caused the dislodgements. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.